Manufacturer narrative:
Date of event: unknown, information not provided. If explanted, give date: unknown/not provided (B)(4). Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received in its original daisy wheel. Visual inspection under magnification revealed the lens to be cut in half, which is consistent with a lens that was handled during explant. Additionally, viscoelastic residue was observed on the optic body and haptics. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be verified, and no product deficiency could be identified manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 iol 19.5 diopter was explanted from the patient's right eye. The reason for the explant was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.